Manufacturer narrative:
Pump was received with a33 error alarm during displacement test due to high motor current draw. Drive support disk was inspected and no anomaly was noted. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and was not able to get out of priming loop. Customer states drive support cap was flush. Customer's blood glucose was 238 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.